Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor and blood glucose readings. It was reported that the customer's sensor level was 203.4mg/dl and their blood glucose level was 34.2mg/dl. It was reported that the customer had ambulance respond to lows. It was reported that the pump never alarmed for the low levels and the customer passed out. The customer's most current level was reported to be 158.4mg/dl. The customer's most current sensor reading was reported to be 113.4mg/dl. The difference was reported to not be within the acceptable range. Troubleshoot was reported to be conducted. It was reported that the customer was advised to monitor the device and call back if issues persist. It was reported that the customer would be sent replacement sensor.